Event description:
Customer's mother reported a failed battery test and stated that she had to reprogram all of the insulin pump settings. The blood glucose reading was 84 mg/dl. She stated that the battery cap contacts were not missing or damaged but that the battery compartment and spring were corroded. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump had currents within specification. No unexpected failed battery test was noted. However, the insulin pump had a corroded battery tube, minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked broken belt clip slot, a cracked reservoir tube lip, and cracked reservoir tube.